Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 840 mg/dl. The caller stated that the customer began vomiting in the middle of the night, and the paramedics were called. The customer's blood glucose was 600 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir alarms in the alarm history and three boluses of 10 units each in the bolus history. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.